Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of scratched surface. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pca burn and blower contaminated, outlet seal/isolator kit contaminated, blower box kit contaminated, dream station 2 iso por t kit, plus contaminated, heater plate kit physical damage, ui bezel plus physical damage and modem damage. The customer complaint was reproduced. There was no error has been identified. The device was not scrapped.